Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited a toe infection. The physician wants to postpone the procedure to clear the infection. And asking, how long can guarantee therapy? The technical services (ts) advised that the device hasn't been reach to elective replacement indicator (eri) yet. Once trip eri, the therapy can have a 90-day replacement interval. As of this time, this pacemaker with the right ventricular (rv) lead and right atrial (ra) lead remains in service. Additional information indicated that the patient procedure was not yet rescheduled. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).